Event description:
Customer confirmed a hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 438 mg/dl. The insulin pump alarmed motor error and no delivery numerous times. Diagnosed diabetic ketoacidosis. Hospital treated with IV drip. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.